Event description:
It was reported that the customer had high blood glucose levels all weekend. Customer's blood glucose level was 357 mg/dl. Customer was unable to give a bolus through the pump. Customer did not contact her health care professional. Customer does not have a back-up plan. Customer has treated with a bolus after the set was changed. Customer stated that the drive support cap was flush. Customer found no air in the tubing. Customer ran a manual prime and the insulin did exit the tubing. Customer did not find a leak. Pump settings were correct. Customer will be sent a tubing clamp. Customer will call back to continue troubleshooting when they receive it. Customer also kept getting calibration errors and a no delivery alarm. Customer changed her set 3 times and after the last time, her pump was reading over 400 mg/dl. When she tested, the meter read 240 mg/dl. Customer woke up with a low reading below 60 mg/dl. Customer drank orange juice. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).